Manufacturer narrative:
Patient identifier, age and date of birth, or weight are not available for reporting. Date of event: unknown. Date of implant reported as mid-(B)(6) 2018, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an opening wedge high tibial osteotomy for gonarthrosis on (B)(6) 2017. One (1) tomofix medial high tibial plate-right and artificial bone materials were implanted at that time. Post-operatively, patient underwent the partial-weight-bearing rehabilitation. During an unknown rehabilitation period, it was noted the anterior area of the implanted artificial bones showed bone healing, but bone healing was not noticed in the posterior area. Artificial bones in the posterior area were backed out and the bumped bones could be recognizable from the skin. Because further bone healing could not be expected, the artificial bones were explanted in mid-(B)(6) 2018. This report is for one (1) tomofix medial high tibia plate-right. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complaint is only a serious injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: part 440.838s, lot l342704: manufacturing location: raron. Release to warehouse date: april 05, 2017. Expiry date: march 01, 2027. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: explant date was reported as mid-january. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.